Manufacturer narrative:
Examination of the pump upon disassembly revealed a ring of red and white, tissue-like deposition surrounding the rotor bearing ball. The thrombus appeared to have formed in laminated layers and had areas that were denatured, indicating that it likely developed over an undetermined period of time while the pump was in operation. The deposition appeared to be in the early stages of development with minimal layering and flow obstruction. A specific time period in which it developed and the duration of its presence in the pump could not be conclusively determined. The blades and body of the rotor revealed a white, tissue-like deposition. The deposition's lack of laminated layering indicated that it did not develop at this location. The deposition appeared to have been ingested into the pump. The deposition was of moderate size and would have impeded flow. The origin of the deposition and the duration of its presence in the pump could not be conclusively determined. Although a specific cause for the depositions and a time frame for which they were present in the pump could not be conclusively determined, they would have potentially contributed to the report of hemolysis. No other depositions were identified. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device: 11 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted on (B)(6) 2017 with darkened urine and elevated levels of lactate dehydrogenase (ldh). Upon admission, the ldh level was approximately 2109 u/l, and one month prior it had been 402 u/l. No alarms were reported. A heparin infusion was started and the ldh steadily declined to the 1000 u/l range. Ramp echocardiogram was inconclusive for pump thrombosis. The patient was upgraded to unos status 1a on the heart transplant list due to suspected thrombosis. The patient remained in house being treated for elevated ldh and suspected pump thrombosis, and was transplanted on (B)(6) 2017. No additional information was provided.